Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported marker lumen blockage could not be determined. The reported back wall stitch appears to be use technique related. The treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that using the conta-lateral approach, closure of the right common femoral artery (rcfa) was achieved using a proglide device with a 6fr sheath, after a interventional procedure to remove restenosis of the left common femoral artery (lcfa). Reportedly, a little bleed back was achieved from the marker lumen after flushing the proglide device three to four times. The proglide device was deployed successfully; however, no pulsatile pulses were found in the rcfa. An ultrasound revealed the proglide suture had stitched the back wall and the artery was occluded. Using the contra-lateral approach the lcfa was accessed and a balloon catheter was advanced; however, it was found the patient had diffuse vascular disease through-out the common femoral artery. A 6.0 x 20 balloon catheter was advanced and pressure was gradually increased to open the artery and achieve blood flow. Hemostasis was achieved in the rcfa with the proglide suture, closure was not attempted but was achieved. The lcfa was closed using manual arterial compression. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a two hour clinically significant delay in the entire procedure. No additional information was provided.